Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08710 inches. Device was received with cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer was came out from the hospital with positive sign of ketones. The customer blood glucose level was unknown. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer also stated that crack on the center button. Customer stated no physical damaged to the reservoir lip ring. The device will be returned for analysis.